Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead exhibited low impedance, and oversensing of noise resulting in inappropriate mode switch episodes. Programming changes were discussed but no device intervention was performed. No patient symptoms were reported.